Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, on (B)(6) 2016, the cartridge was filled with approximately 125 units of insulin, and the insulin gauge displayed a fill estimate of over 60 units. At the time of the call, the customer reported insulin gauge displayed 50 units. During troubleshooting, it was confirmed that per insulin gauge calculations, the fill estimate was accurate. There was no impact to the customer's blood glucose level.